Manufacturer narrative:
510k: this report is for an unknown dhs construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: r. Mohan et, al (2000), dynamic hip screw: does side make a difference? Effects of clockwise torque on right and left dhs, injury, international journal of the care of the injured vol. 31(9), pages 697-699 (united kingdom). The aim of this article is to assess the effect of this rotational torque on intertrochanteric fractures treated with a sliding hip screw device. A total of 95 patients, 9 patients were treated conservatively due to their moribund status, 7 died of associated medical conditions before surgery and radiographs of four patients were not available for analysis. Leaving 75 patients (13 males and 62 females) with a mean age of 82.49 years (ranges 59 103 years) were included in the study. There were 39 left-sided fractures and 36 right sided fractures and were treated with dynamic hip screw (dhs). The mean duration of follow-up was unknown. The following complications were reported: 11 left-sided patients experience rotational abnormalities and were seen in grades iii and IV fractures (2 and 9 respectively). 3 out of 11 fractures with rotational anterior spike had an implant cut out which need revision surgery. This report is for a dhs construct. This is report 2 of 2 for (B)(4).